Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.221.015; synthes lot: p089284; supplier lot: n/a; release to warehouse date: may 04, 2011; expiration date: n/a; supplier: (B)(4). There are no relevant nonconformances noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair history no service history review can be performed as part number 03.221.015 with lot p089284 is a lot/batch controlled item. The service history review is unconfirmed. Service & repair evaluation the customer reported the tensioner was not tensioning properly. The repair technician reported the device needed to be sent to the vendor for further testing. The cause of the issue is unknown. The vendor reported the device required lubrication. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Service record router completed. Finalized service record will be archived in document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales consultant. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on an unknown date, the cable tensioner with pistol grip was not achieving the kilograms of tensioning that it should have achieved and was not tensioning properly. The cable tensioner and the cable lock for cable tensioner were not going down all the way with 21mm of cable passed through. Surgery was completed with a delay of approximately 5 minutes. Concomitant device: 1.7mm cable with crimp 750mm (part 298.801.01s, lot unknown, quantity unknown). This report is for one (1) cable tensioner with pistol grip. This is report 1 of 2 for (B)(4).